Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have embedded plastic in tube. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes have embedded plastic in tube."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have embedded plastic in tube. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes have embedded plastic in tube."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. An evaluation of the photo was performed and confirmed the presence of damage to the inside of the tube, on the side wall, which has an indention and the plastic has been peeled away from the inside wall of the tube. No unused samples have been returned for evaluation. Additionally, the 100 retention samples were visually inspected with no damage to the inside of the tube being identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The exact cause of the failure mode cannot be determined. Bd was able to confirm the customer¿s indicated failure mode with the photo provided however, this defect is not caused by any process during the manufacturing of this product.